Manufacturer narrative:
Investigation summary: it was reported by the distributor that the syringes have damaged plunger rods and ink stains on the barrel. To aid in the investigation, thirty samples bulk packed and three photos were provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. Seven samples are damaged and twenty three samples have embedded degraded resin. The three photos provided show some of the samples received. For the damaged parts defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringes. A device history record review was completed for provided material number 301035, lot number 9337405. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Alignment and settings of the rails and equipment were verified finding everything set correctly. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 520 bd¿ luer-lok syringe 60 ml experienced broken/damaged plunger rods. The following information was provided by the initial reporter: material no: 301035, batch no: 9337405. It was reported by the distributor that the syringes have damaged plunger rod, ink stains on the barrel.